Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided confirmed the reported event. It is unknown if patient complied with post-operative physical restrictions nor if the patient suffered a fall. It is unknown if fusion has been delayed. Review of the complaint description and radiograph provided suggest that excessive loading for the construct in place may have contributed to alleged event. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: ¿ bending, fracture or loosening of implant component(s)...". "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic and internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone...". "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant...". "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed...". "...contraindications include but are not limited to: infection, local to the operative site. Signs of local inflammation. Patients with known sensitivity to the materials implanted. Patients who are unwilling to restrict activities or follow medical advice...".

Event description:
On (B)(6) 2016 patient underwent an unknown procedure with posterior fixation including a quad rod configuration. On (B)(6) 2018 radiographs showed a rod fracture just below the last 2 rod to rod connectors. A revision procedure is being planned but has not been confirmed. No patient injury has been reported.